Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue; pump is priming the tubing during load step. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2016 with the following findings: multiple no cartridge detected warnings were observed in the black box data. On investigation, a load step malfunction was duplicated. During the load step, the piston pushed up until the cartridge was empty. The force sensor failed calibration testing. The pump was opened for further investigation; a force sensor pin was found to be cracked. Unrelated to the original complaint, the battery compartment was noted to be cracked from case seal traveling to bumper.